Manufacturer narrative:
The pod was received undeployed with the needle cap still attached. It was found that the needle was deployed into the needle cap. The needle mechanism deployed fully upon removal of the needle cap. The download data showed that the pod completed both priming sequences in the expected number of pulses and was deactivated at the end of second prime. Inspection of the needle mechanism components found no damages or defects that would result in the needle mechanism deploying early, however it could not be determined when exactly the needle deployed. The exact cause of the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula deployed early before the pod was placed on the body, indicating that there was a needle mechanism failure.